Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the screen went out on the subject device during the diagnostic procedure (colonoscopy); the procedure was completed with a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6 and h11. Correction: d8 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that a leakage caused the malfunction. Should additional relevant information become available, a supplemental report will be submitted¿ olympus will continue to monitor field performance for this device.